Event description:
"Tube burned severely in laser surgery - melted the end off completely." Procedure was for removing a granuloma on post lung transplant pt. - ventilating with medical air. Used a flexible endoscope and laser, no indication that says how far into the procedure this occurred. Field of view went black or saw a flash and then black. Flushed with an unrecorded amount of saline solution after immediate removal of laser and scope.